Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09773. It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was introduced into the laa. It was noted that there was excessive back bleeding from the hemostatic valve when the guide wire and pigtail catheter were in place. The was removed and another was positioned in the laa. When introducing the watchman ® laa closure device & delivery system, it was noted there was thrombus on the tip of the was. The patient¿s activated clotting time (act) was in range. The physician opted to continue the procedure and deployed the watchman ® laa closure device trapping the thrombus into the laa with the device. The device was released successfully. There were no patient complications and the patient is fine.

Manufacturer narrative:
Device evaluated by MFR:returned product consisted of the watchman access system (was) with the dilator inside the sheath. The device was bloody. The hub, valve, shaft, and tip were microscopically, visually, and tactile inspected. Inspection revealed numerous kinks in the sheath, damage (cross threading) to the hub, and damage (tip delamination). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Because there was no evidence of any product quality deficiencies, it was considered likely that the shaft kinks, hub damage, and tip damage were attributable to procedural factors. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09773. It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was introduced into the laa. It was noted that there was excessive back bleeding from the hemostatic valve when the guide wire and pigtail catheter were in place. The was was removed and another was was positioned in the laa. When introducing the watchman ® laa closure device & delivery system, it was noted there was thrombus on the tip of the was. The patient¿s activated clotting time (act) was in range. The physician opted to continue the procedure and deployed the watchman ® laa closure device trapping the thrombus into the laa with the device. The device was released successfully. There were no patient complications and the patient is fine.